Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that an unspecified bd pen needle was difficult to prime and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. Verbatim: consumer reported needle clog during injection. Consumer does not reuse, does not prime. Consumer called from work, said she does not have lot # or product information, said she will call back in the morning."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown."

Event description:
It was reported that an unspecified bd pen needle was difficult to prime and unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the needle clogged during the injection. Verbatim: consumer reported needle clog during injection. Consumer does not reuse, does not prime. Consumer called from work, said she does not have lot # or product information, said she will call back in the morning."